Event description:
It was found that the track would not engage due to a broken/damaged track/belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.